Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as the referenced sentinel event was determined to be not reportable. As there was no patient injury with this complaint, this event will be deemed not reportable.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07068, 0001822565 - 2017 - 07069, 0001822565 - 2017 - 07070, 0001822565 - 2017 - 07071, 0001822565 - 2017 - 07073, 0001822565 - 2017 - 07074, 0001822565 - 2017 - 07075, 0001822565 - 2017 - 07076.

Event description:
It was reported that the femurs were fitting loose during trial and tend to fall off. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.